Event description:
The customer reported that the monitor screen was black. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the monitor. The system operates as intended.